Event description:
Info as provided to davol: during a laparoscopic hernia repair the sorbafix device was deployed four times, after which the device then would stick and would not deploy fasteners. A total of five sorbafix devices were used, each was reported as having the same issues with jamming and not deploying fasteners. After several attempts to fixate the mesh (bard sepramesh,) the mesh was removed. The surgeon chose to converted from a laparoscopic to an open procedure to facilitate completion of the case. There was no reported adverse outcome to the pt, aside from having to convert from a laparoscopic to an open procedure. Device: 5.

Manufacturer narrative:
A total of five devices and one sepramesh were returned for eval. The sepramesh was received with 52 tacks deployed into the mesh and six out of the 52 fasteners were noted to be proud. It cannot be determined which fasteners in the mesh were deployed from which sorbafix device. The fifth device was received in an unsynchronized condition and with a bent cannula shaft. The device handle cover was removed to expose the gear train and inner components. An eval of the inner components found the clutch input gear and trigger gear were damaged. Twenty-two fasteners remained within the device. Based on the available info and product eval, it appears that excessive resistance caused the inner component damage due to the forces applied to the device during use. A lot number was not provided, therefore, a mfg review could not be performed. The IFU cautions to avoid excessive trigger force as this may damage the device. See MDR 1213643-2013-00089 for info related to the first sorbafix used on (B)(6) 2013. See MDR 1213643-2013-00095 for info related to the second sorbafix used on (B)(6) 2013. See MDR 1213643-2013-00096 for info related to the third sorbafix used on (B)(6) 2013. See MDR 1213643-2013-00097 for info related to the fourth sorbafix used on (B)(6) 2013.